Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized; however, no specific event dates or other details were provided. During a follow-up contact attempt, customer stated it was an inconvenient time to speak with tandem technical support about the hospitalization, and declined additional follow-up contact.